Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2023 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the rv channel was seen in recordings transmitted to home monitoring, dating back on (B)(6), 2021. Noise on the atrial channel and loss of signal on the far-field channel can also be seen in more recent recordings. Shock impedance measurements are out of range (greater than 150 ohms). Lead is currently implanted. No adverse patient events were reported. Should additional information be received, this file will be update.